Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited an air in line alarm. Log events was reviewed and there are no errors related to the customer complaint. There were no previous services reported. Visual/functional testing was performed. Air detector test found that air detector was not detecting fluid, confirming complaint. Replaced air detector. Device passed within specifications post repair.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line. There was no patient involvement, no patient injury was reported.